Event description:
During lap preperitoneal inguinal hernia physician was using ems stapler to staple in mesh. Stapler worked fine to begin with. He had stapled a few times and it was ok. Then, when he stapled, 3 staples fired all at one time. He stated the ems stapler was faulty and a new one was opened. No harm to patient. Stapler & packaging given to team leader to be returned to manufacturer for evaluation.what was the original intended procedure?lpih.device #1is this a laboratory device or laboratory test?no.